Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with a proglide device, using a pre-close technique, via a 7f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The suture of the first proglide device was successfully preplaced. Reportedly, the second proglide device was inserted into the patient anatomy and could not be deployed or removed. The proglide device "locked up" in the artery. A surgical cutdown was performed to remove the proglide device. The successfully preplaced suture of the first proglide device was removed. The sheath was upsized to 16f and the aaa procedure was completed. Hemostasis was achieved surgically. A blood transfusion was given due to the issue with the proglide device. There was a clinically significant delay in the procedure due to the surgical removal of the device and the surgery to achieve hemostasis. The patient is doing fine. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported inability to remove the device/ device entrapment could not be replicated in a testing environment. The marker lumen blockage was not confirmed as the device was returned with blood in the marker lumen. The reported failure to deploy could not be confirmed as the device was returned with the needles deployed and engaged to the respective cuffs due to post-procedure manipulation. A conclusive cause for the reported difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: reportedly, the proglide device locked up, could not torque, position, get bleedback from the marker lumen, stuck in artery requiring the cut down.